Event description:
Profound and permanent neurological injuries [nervous system disorder], zinc poisoning [metal poisoning], copper deficiency [copper deficiency], profound and permanent hematological injuries [blood disorder], requires her to use a cane [mobility decreased], severe and permanent physical injuries [injury]. Case description: an attorney reported that his (B)(6) old female client, used fixodent denture adhesive, form/version unk for her dentures and reported the following: profound and permanent neurological injuries, zinc poisoning, copper deficiency, profound and permanent hematological injuries, requires her to use a cane, severe and permanent physical injuries. Treatment: unspecified medical care. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.